Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level was 173 mg/dl. The customer was treated with manual syringes. Customer went to the hospital due to diagnosis of high blood glucose. Diagnosis was diabetic ketoacidosis. Troubleshooting was done for high blood glucose and under delivery. Customer have abdominal pain. Advised that they do some testing but since the insulin pump and products for testing was not available. Advised that call them after 30 minutes to continue troubleshooting. Customer was not using insulin pump. The insulin pump will not be returned for analysis.